Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant hcy results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low immulite 2000 hcy result was generated on one (1) patient. Sample. The result was questioned by the physician. The laboratory repeated the sample and a corrected report was generated. There was no known report of treatment given or withheld based on the discordant hcy result.